Manufacturer narrative:
The blade subject to this event was returned to the manufacturer for evaluation. It was visually confirmed that one tooth was broken on the cutting end of the blade. The returned blade was measured where possible and all dimensional specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a knee replacement surgery, the blade broke. It was further reported that the surgery was prolonged by ten minutes due to rinsing out the broken part. It was also reported that the surgery was finished as intended using an alternative device.